Event description:
Customer reported a cartridge change error with the pump, which occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer indicated they were able to load the cartridge successfully after multiple attempts, although this issue has been recurring for the past few weeks. A follow-up call was arranged for the next cartridge or site change.